Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The customer reported that the mics handpiece kept spinning even when the trigger was not depressed. The handpiece was used to complete the case as the reaming function was working correctly. If the handpiece continued to run on the stryker mako specialist switched it off using the override function on his computer. Hip case (tha). Mps stated- yes, handpiece continue to run while out of the stereotactic ¿haptic¿.

Event description:
The customer reported that the mics handpiece kept spinning even when the trigger was not depressed. The handpiece was used to complete the case as the reaming function was working correctly. If the handpiece continued to run on the stryker mako specialist switched it off using the override function on his computer. Hip case (tha). Mps stated- yes, handpiece continue to run while out of the stereotactic ¿haptic.¿

Manufacturer narrative:
Reported event: it was reported that the customer reported that the mics handpiece kept spinning even when the trigger was not depressed. Product evaluation and results: product inspection could not be performed as the product was lost and not available for evaluation. Product history review: review of the product history records indicate 25 devices were manufactured under lot no k0b5h and 25 devices were accepted into final stock on 05/15/2018. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, prodex lot no k0b5h shows no additional complaints related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device not returned.